Event description:
A (B)(6) pt underwent outpatient uterine ablation on (B)(6) 2015 for irregular, heavy menses. No complications noted and pt was discharged home. Pt presented to the ER on (B)(6) 2015 with abdominal pain. Pt found to have uterine rupture and thermal burn to bowel and was admitted to hospital. Pt underwent a laparoscopic hysterectomy on (B)(6) 2013. Pt developed peritonitis and sepsis in the post-operative period and required consult from infectious diseases. Pt was also evaluated and treated by nephrology for acute kidney damage. Pt improved and was discharged home on (B)(6)2015.